Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the right atrial lead was capped on (B)(4) 2018 and the right ventricular lead was explanted.

Event description:
It was reported that the patient 's right atrial and right ventricular lead had noise resulting in inhibition of pacing and pauses that nearly caused syncope. The patient was brought in for extraction of the leads. The right atrial lead was explanted. The right ventricular lead was capped on (B)(6) 2018 due to fracture that would not allow the stylet through. The patient was stable throughout the procedure.